Event description:
The pt's fenestrated inner cannula cracked at the bottom of the 15mm connector during removed for cleaning. A non-fenestrated inner cannula was inserted and the following day the tracheostomy tube was changed out so that they would have a fenestrated inner cannula.

Manufacturer narrative:
Return of the tracheostomy tube and the fenestrated inner cannula for failure investigation has been requested. The lot number was provided and the MFR will review the lot history records. If the tube is returned and failure investigation results provide significant info, a follow-up report will be submitted.